Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the unit was giving error code message of data acquisition (da) pcba adc failed. Customer reported there was no patient involvement.